Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was over heating. It is unknown under which circumstances the event occurred however there was no patient harm reported.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) unit was over heating. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11corrected field: b5

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. The biomed technician stated that the unit was plugged into a receptacle that was found to be faulty, so the unit was running on batteries. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log and while testing the iabp. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.